Event description:
While performing bench services for the device, it was discovered by the authorized bench technician that the unit would experience a charge shock failure during operational testing. No patient involvement.

Event description:
While performing bench services for the device, it was discovered by the authorized bench technician that the unit would experience a charge shock failure during operational testing. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this therapy board. (Updated).

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.